Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code has replaced conclusion code. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp reporting that the infection occurred at both connection points and that they were unable to save the stimulator. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the implantable neursotimulator (ins) ((B)(4)) revealed that the battery was a non-analyzable medical issue. Analysis of the extension ((B)(4)) revealed that the extension was a non-analyzable medical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3389-40 ,lot# j0315917v, implanted: (B)(6) 2003 product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2003. Product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual. It was reported the patient had an infection and had a total system explant sometime in 2004. No further complications were reported as a result of this event.